Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that during a routine follow-up, this device exhibited an increase rate of battery consumption. The previous follow-up, illustrated 62 percent remaining capacity while the new gauge reading approximately six months later, exhibited 16 percent remaining capacity. The technical services longevity assessment confirmed this to be a premature depletion and provided a two month acceptable replacement window. No resulting adverse patient effects were reported and subsequently the device was explanted and returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, this device exhibited an increase rate of battery consumption. The previous follow-up, illustrated 62 percent remaining capacity while the new gauge reading approximately six months later, exhibited 16 percent remaining capacity. The technical services longevity assessment confirmed this to be a premature depletion and provided a two month acceptable replacement window. No resulting adverse patient effects were reported and subsequently the device was explanted and is intended to be returned for analysis.